Event description:
It was reported the pt (japan) underwent revision surgery in (B)(6) 2013, to relocate the ipg from the abdomen to the buttock. The pt lost weight and was uncomfortable wit the way the ipg looked when implanted in the abdomen so the ipg ws moved to the buttock.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.